Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the alleging the insulin pump was under delivery. The customer¿s blood glucose level was 416 mg/dl at the time of incident and current blood glucose level was 362 mg/dl. The customer¿s other blood glucose level was 560 mg/dl. The customer treated with the manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the cannula was sometimes bent. Troubleshooting was performed for under delivery and high blood glucose level. The insulin pump will not be returned for analysis.